Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home pd system kaguya set leaked from an unspecified location. This was observed during use of the device for peritoneal dialysis therapy. The leak was further described as ¿liquid has been spilled under the front door¿. As a result, the treatment session was terminated and the device was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.